Manufacturer narrative:
The device was received for evaluation. During functional testing no downstream occlusion alarms occurred. The device was powered on and a short simulated therapy was performed with no alarms. The device was tested for downstream occlusion detection, upstream occlusion detection and upstream air detection with no issue. A review of the event history log revealed downstream occlusion messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified to be the downstream senor values low and out of specification. The downstream force sensor and no tube scale factor will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would alarm downstream occlusion almost immediately while it was running. This occurred in the biomed service department. There was no patient involvement. No additional information is available.